Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable pulse generator 2013 (B)(6). (B)(4).

Event description:
It was reported that the patient was experiencing positional diaphragmatic stimulation visible in their abdomen with pacing. It was noted that the patient started having atrial tachycardia up to about 120 beats per minute (bpm) and the pacemaker was tracking the atrial tachycardia. The ventricular voltage on the device was turned down to relieve the stimulation and the lead remains in use. No further patient complications have been reported as a result of this event.